Event description:
A report was received that the patient's ipg was replaced during a lead revision surgery. The physician elected to replace the ipg because the battery was depleted, as the patient had not charged before the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn, it was discarded by the medical facility.